Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that there was thermal damage observed on the assy cable pyxibus 6 drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex c & g codes, section b describe event and section h manufacturer narrative. Correction: problem section d medical device model, unique device identifier (UDI), section g reporting office contact and manufacturing location, section h device manufacture date a review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 22mar2022 to the present date, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of multiple drawers not detected on bus was confirmed by fse and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order wo: (B)(4), the fse reported upon arrival, multiple drawers were listed as "not detected on bus" across the main, aux 1, and aux 2 units. During diagnostics, several drawers initially functioned correctly before the diagnostics application crashed, after which none of the drawers in the main or the two 7-drawer auxiliary units were detected, although the towers and remote manager remained recognized. The fse conducted extensive process-of-elimination troubleshooting, including swapping the communication sled with no improvement, and then reconnected components one at a time until identifying drawer 2 (enhanced full-height cubie on the main) as the source of the issue. A short and burn mark were found on the sharp edge of the drawer and on the corresponding ribbon cable. The fse replaced the ribbon cable, restoring full functionality to all drawers and systems. During dchu visual inspection p/n 120547-01: the assy cbl pyxibus 6 drawer received was found with black marks indicating thermal damage and a cut in the insultation with exposed copper strands. During dchu testing p/n 120547-01: based on applicable pap, no further testing is required for the assy cbl pyxibus 6 drawer if exposed copper wires, thermal damage or insulation damage as the observed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the multiple drawers were failed and not detected on bus. A field service engineer when reconnected things there was a small burn mark on the sharp edge of the drawer and a corresponding mark on the ribbon cable. Replaced the ribbon cable to resolve this issue. Preventative maintenance has performed. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not detected on bus. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.